Manufacturer narrative:
Additional information: the claimed products were not returned to karl storz tuttlingen. Therefore, physical technical inspection is not possible. The most probable root cause, by experience of the investigator, is the overheating of the led which led the light source to shutdown for safety reason. Because the shutdown of the tl400, the hive connection get lost what forces the tc201 to stop recording. The corresponding IFU e.g. Wxd400_en_v1.1_01-2024_IFU_ce-MDR is stating in chapter 3.12 "failure of products" the following: "the product may fail during use. Have a replacement product ready for each application or plan for an alternative" in addition, on page10/11 the following information is listed in case of no light emission: "electronics faulty, contact service, overheating due to covered air vents, uncover air vents, switch off the product and let it cool down (10-15 min), ensure adequate air circulation." The above investigations did not reveal a root cause related to the labelling, the device, or its history. All production-related quality checks were passed, and no non-conformities were identified in the device's manufacturing records. The labelling was found to contain adequate instructions and warnings. The complaint history did not reveal any pickup in similar complaints; no trend was identified. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that in between surgery video recording stopped and light source switched off automatically. No negative impact in state of health reported. Cross reference: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. The device was not yet returned for investigation. Cross ref complaint ID: (B)(4). The event is filed under internal karl storz complaint ID: (B)(4).